Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer¿s device was not returned to stryker for the evaluation. The customer confirmed that after performing a user test the device was working properly. The device remains with the customer. A cause of the reported issue could not be determined